Event description:
According to the reporter:the plastic seal piece inside the neck of the cannula breaks apart and doesn't make a tight seal. This created leaking of gas - making the procedure extremely difficult. The product was discarded. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).